Event description:
A caller reported a cartridge alarm 20. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge using the proper technique, and the caller successfully resumed insulin therapy. The issue was resolved.